Event description:
It was reported that this right atrial {ra) lead, which is not a boston scientific product, was surgically abandoned and a new boston scientific ra lead was successfully implanted. The reason for the ra lead revision was not provided. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).